Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a battery failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported battery failure issue. The fse replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.